Manufacturer narrative:
(B)(4). The UDI information is not available since the requested lot number remains unknown. Method code: for the results of the imaging evaluation. Conclusion code: according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoleak and aneurysm enlargement.

Event description:
The following information was reported to gore: on an unknown date in 2012 a patient underwent treatment of an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. On (B)(6) 2018 CT images showed an endoleak of unknown origin. The surgeon stated the aneurysm had grown since last follow-up. The event is ongoing.

Manufacturer narrative:
Relevant tests/laboratory data ammended. The event is no longer considered a reportable event due to the amount of sac growth, without reintervention. The initial medwatch and any supplemental report submitted under manufacturer report number 3007284313-2018-00103 is hereby retracted.